Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an unknown procedure wherein one of the lead was cut and was explanted for an unknown reason. Device malfunction was suspected with the explanted lead. No further information could be obtained.